Event description:
A hospital in (B)(6) reported loss of pressure and water leakage from an mr290 autofeed chamber during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint chamber was received and visually inspected. Results: the chamber dome appeared to have pulled away from the base, below one of the ports of the chamber. A lot check revealed one other similar complaint for the lot number provided. Conclusion: the hospital has informed us that they are using the mr290 chambers with a sipap ventilator. This type of ventilator is capable of producing pressures in excess of 80cmh2o. The integrity of the chamber can be affected when pressures exceed 80cmh2o. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. The chamber would have met the required specification at the time of production. This suggests the chamber was damaged post production. Our user instructions that accompany the mr290 state the following: "use of the mr290 above the maximum operating pressure [8kpa (approx 80cmh2o)] may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure." "Set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusion before connecting to a patient."